Event description:
As reported by our european affiliate, a sapien xt valve was implanted to correct migration of a newly implanted non-edwards valve (nvt) to the ascending aorta. After deployment of the sapien xt valve, paravalvular leak (pvl) was noted. As reported, the patient was converted to open surgery. The sapien xt valve was crushed and removed before the nvt valve was removed from the ascending aorta. A graft was needed as the nvt valve caused some tissue damage. The patient was discharged 6 days after the procedure. This case was presented at european association of cardio-thoracic surgeons. No patient or additional procedural information was provided.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the sapien xt was implanted to correct a failed implantation of a non-edwards valve, which appears to have interfered with fit in the anatomy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.